Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient ended the antibiotic use with no further skin redness. The incision was healed and the issue was resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an office visit due to thinking they had an infection in the buttock incision. They complained of headache and nausea. The incision was clean, dry with no drainage, and was cool to the touch. There was slight redness below the incision line that appeared to be irritation possibly from the tape applied to the incision area. The patient was given clindamycin as a precaution. The area will be rechecked at the time of lead pull on (B)(6) 2019. The event was a possible topical reaction to surgery tape. The event is ongoing. No further patient complications were reported as a result of this event.